Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified circumflex artery. A 2.25x8mm synergy ii drug-eluting stent was advanced for treatment. However, after an attempt to implant the stent to the lesion area, the stent showed damaged "stems" while it was attached to the balloon catheter. No patient complications were reported and the patient status is stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified circumflex artery. A 2.25x8mm synergy ii drug-eluting stent was advanced for treatment. However, after an attempt to implant the stent to the lesion area, the stent showed damaged "stems" while it was attached to the balloon catheter. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluate by MFR.: synergy ous mr 2.25 x 8mm stent delivery system returned for analysis with an additional stent of different manufacturer covering the synergy stent. A damaged (non-synergy) stent, with a greenish colour, was returned covering the synergy stent, both markerbands and balloon cones. The total length of the extra stent measured with ruler was approximately 16mm and was determined to be a non-bsc stent. The synergy stent could be seen beneath the struts of the non-bsc stent. Some damage was noted to the synergy stent with stent struts misaligned. The synergy stent was positioned between the markerbands and did not appear to have moved on the balloon. The crimped stent length of the synergy stent measured and was within crimped stent specification. The balloon cones were covered by the non-bsc stent. The balloon cones could be seen beneath the struts of the non-bsc stent. The proximal balloon cone appeared wrapped and evenly folded demonstrating that the device did not appear to have been subjected to positive pressure. The distal balloon cone could be seen to be bunched under the damaged and bunched distal end of the non-bsc stent. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found that the shaft polymer extrusion was twisted and bunched in appearance from 20 to 27mm proximal to device tip. A visual and microscopic examination of the tip identified tip damage. A strut from the damaged non-bsc stent appeared to be caught in the damaged tip. No other issues were identified during the product analysis.